Manufacturer narrative:
Investigation of the fracture surfaces of the guide wire are consistent with the distal end of the guide wire being restrained while the guide wire was turned.

Event description:
Post rotablation when removing atherectomy device wire it severed and was found in a small septal branch, unsuccessful attempt to retreive. Retained in small septal perforator vessel.